Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that during a lead revision there was a suspected rv lead dislodgement as evidenced by high threshold. Upon revision, both leads were damaged and new leads were implanted both leads were damaged and were extracted. The leads were cut during the explant. No additional adverse patient effects were reported.